Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It is reported that customer was hospitalized due to low blood glucose. Blood glucose reading at time of hospitalization was 1.2 mmol/l. Customer stated that he had little sleep in thirty-six hours and had a lot of activities to attend. Manual prime is correct. Programming is correct. Displacement test passed. Customer's insulin pump was exposed to body scanner at airport. Advised customer that insulin pump will be replaced. Nothing further reported.